Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a suspected infection at the third incision site of the electrode. Under fluoroscopy, it appeared the electrode had migrated as well. The patient lifts weights and there was questioning if the electrode migrated due to bench pressing. Defibrillation threshold (dft) testing was performed and successful, but time to therapy was delayed approximately 20 seconds. This was due to some under-sensing from a torsade's type rhythm. Post-induction testing, the device will use either a slow or fast rate profile. Since this patient was in a normal sinus rhythm, a slow profile was used, which has longer refractory periods and uses a less aggressive decay. Since the arrhythmia amplitudes were small and varying, there was some functional under-sensing. Eventually the rhythm became fast enough and the rate profile changed. Boston scientific technical services (ts) also discussed a second observation that the r-wave amplitudes pre-induction were large and close to clipping. Ts noted this could pose a sensing issue if the amplitude increases. Ts discussed the consideration of increasing the patient's rate to observe r-wave amplitude as they can increase with rate. Ts also discussed checking to ensure the system is sutured down and verify no further system migration. With a system migration, sensing may be fine, but the shock impedance may decrease due to the electrode being in closer proximity to the device can and there could be issues with conversion. The manubrium site was debrided and re-sutured to prevent migration. The physician instructed the patient about movements. No further issues have been reported.